Event description:
Information received indicates the head section of the bed is drifting.

Manufacturer narrative:
The technician found a bad valve body and o-ring. The technician replaced the valve solenoid to repair the bed.